Event description:
Information was received from user facility via manufacturing representative regarding a product identified during an event. It was reported that flex arm not stable. No further complications were reported/anticipated due to this event. Event context of this event was post op. No patient involved in this event.

Manufacturer narrative:
H3: product analysis #(B)(4) :(B)(6) 2023 (B)(6). As per japan <(>&<)>service report, during the inspection at the time of acceptance, it was confirmed that the joint was worn. Also, the handle screw is sticking to the thread at the tip of the cable. As such, it cannot be disassembled, and the cable must be cut for repair. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.